Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 624.5 mcg/day via intrathecal drug delivery pump for intractable spasticity and post spinal cord injury. It was reported that empty pump occurred. The hcp had access to the clinician programmer. The patient did not miss the refill. The hcp said the last time they refilled and updated the pump was on (B)(6) 2017. Programmed values from (B)(6) 2017: pump updated: (B)(6) 2017, low reservoir alarm date: (B)(6) 2018, low reservoir alarm volume: 2ml and simple continuous: 525.5 mcg/day. Technical service walked the hcp through checking the dose and the dose was now higher than what was programmed on (B)(6) 2017 (dosing was set to 525.5 mcg/day). The hcp did not know who made the dosing adjustment to 624.5 mcg/day, thus they did not have the new low reservoir alarm date to reschedule the patient's refill. This resulted in the pump running dry. The pump was last updated 27-dec-2018. The patient said he was admitted to a hospital (B)(6) 2018 for reasons not related to the pump. Troubleshooting resolved the reported event. Hcp was going to refill the pump and discuss dosing with the managing hcp. It was reported that patient had no symptoms as of now. No further complications were reported.